Event description:
It was reported that post a coronary stenting treatment procedure, a restenosis occurred. A 3.5x20mm liberte' bare metal stent was implanted approximately 6 months prior in the proximal to mid left anterior descending artery. A follow-up angiography was performed and an instent restenosis was confirmed and a ptca was performed. No further pt complications occurred. Pt status is satisfactory. Additional info has been requested, but is not available.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. The batch number is unk, therefore, a review of the manufacturing records could not be performed. The most probable root cause of this complaint is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.